Event description:
I had cataract surgery on both eyes and had tecnis multi focal lenses put in. I had extreme pain in both eyes for months after surgery and could not maintain focus for any length of time. I stopped driving both during the day and at night due to extreme sensitivity to light, halos around all light sources even in daytime, and huge slashes of light through every light source even small inside lights. I saw double of most objects and the edges of objects had multiple iterations. I could no longer read for work or see well enough to write checks or pay bills. The constant visual distortion was physically disorienting and exhausting requiring me to lie down and rest for hours each day. Going outside was painful even with sunglasses, and shopping in stores with overhead lights was almost impossible. The doctor said I had these problems due to allergies but allergy testing was negative. Then he put me on steroid eye drops for three weeks saying that the problem was inflammation. I could barely go anywhere after that since my sensitivity to light continued. I was also told that I needed to wait for six months to a year for neuroadaptation to occur. After getting two second opinions, I went to a different doctor and had the tecnis lenses removed. I now have standard lenses and have much better vision long distance, intermediate and close up than I had with the tecnis lenses.